Event description:
It was reported that the during an implantation procedure, the patient's physician did not "feel comfortable" using the lead due to it having high impedances. A different lead was used with no issues and normal impedances. It was planned that the lead was to be returned for analysis. If additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Analysis of the lead found the proximal end broken due to overstress/damage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no stimulation was felt by the patient during impedance testing. After the lead was replaced, there was no patient injury and the patient recovered without sequela.